Event description:
It was reported while transporting a (B)(6) patient on the stretcher, the stretcher hit a small bump on the residents dark pathway and the cot allegedly lowered approximately 12 inches. There was no report of any injury to the patient; however, an emt is alleging a shoulder injury. The complainant was contacted and it was reported the medic sought basic first aid for the alleged injury. An investigation has been initiated to evaluated the reported incident.

Manufacturer narrative:
The device was evaluated by a field technician at the complainant's site. A visual and functional evaluation was conducted and no issues or problems were detected and the cot was operating according to specification. The cot was tested and returned to service. No further information regarding the medic's alleged injury has been provided. It cannot be determined if the alleged injury was serious in nature.

Event description:
It was reported while transporting a 300-400lb patient on the stretcher, the stretcher hit a small bump on the residents dark pathway and the cot allegedly lowered approximately 12 inches. There was no report of any injury to the patient; however, an emt is alleging a shoulder injury. The complainant was contacted and it was reported the medic sought basic first aid for the alleged injury. An investigation has been initiated to evaluated the reported incident.